Event description:
Spontaneous: pump won't turn on at all. This happened last week as the batteries were taken out at one point. Serial number is unk. Spouse will call back to provide serial number. Pharmacy will ship out replacement pump. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.